Event description:
It was reported that the patient had a pump relocation surgery. It was reported that the pump was hurting the patient and it was starting to go to a slant and shift and it was getting harder and harder for them to hit the port and they couldn¿t hit the port and fill the pump. The pump was infusing dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10904r44, implanted: (B)(6) 2002, product type: catheter. (B)(4).